Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak on the reservoir. Troubleshooting was not performed. Customer advised the reservoir was not secure and was leaking insulin. The reservoir will not be returned for analysis.